Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A leadless pacemaker was implanted. The right atrial (ra) lead was returned, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2021. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.